Manufacturer narrative:
(B)(4).

Event description:
It was reported that the flexible drive cable was defective. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint was been determined to be not valid. Through further diligence/feedback received from the manufacturer's subsidiary; the customer only wanted a backup cable and did not allege any deficiency with their existing flexible drive cable. Please disregard the initial report as complaint not valid.